Event description:
Information rec'd indicates the head section is drifting down slowly.

Manufacturer narrative:
The technician determined the problem to be a faulty CPR valve. CPR function was working. He replaced the CPR valve to repair the bed.